Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the affected proximal set up joint (suj) to resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Due to the mechanical nature of the fault, no system logs were recorded at the time of the event. Confirmed horizontal brake complaint via staff & fse notes in the complaint details. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where no errors were triggered, but while clutched, the horizontal brake had zero natural friction causing the arm to move before force was applied, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where it passed all applicable tests. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault of the horizontal break within the affected suj.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer indicated that the universal surgical manipulator (usm) arm 4 unintentionally entered an un-braked status during use, such as during draping or moving backward for roll-out. The issue was noted on the usm arm 4 only, including the set up joint (suj) part. It continued to drift outward when in brake release status, such as during grab and move operations. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments was not in the patient when event occurred. There was no injury to the patient as result of the event. The arm stopped (the brake was applied) when stopped the arm with the hand (manually). The procedure was continued robotically with all 4 arms.

Event description:
Refer to h11 for follow-up information.